Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user missed a dinner meal announcement while using the ilet system, after which blood glucose was 229 mg/dl; the user was advised not to announce the meal beyond ten minutes post-eating, and the correction algorithm was expected to address the elevated glucose, with follow-up confirming a decrease to 182 mg/dl. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia that resolved without medical intervention or hospitalization. Investigation included user coaching on meal announcement timing and review of algorithm behavior. Investigation of this case revealed user error related to a missed meal announcement, with the device and algorithm functioning as designed to correct the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was user error.